Manufacturer narrative:
Updated information: reportedly, the patient is doing well-no high iop, no angle closure, pupil reaction is normal. The surgeon has decided to not exchange the lens and will monitor the patient's status. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -12.0/+2.5/x090 diopter, into the patient's left eye (os) on (B)(6) 2017. Claim report states an excessive vault value of 1080 um was noted, incident date of (B)(6) 2017. The lens remains implanted.

Manufacturer narrative:
Corrected data: implanted date: the date of implantation was corrected from "(B)(6) 2017" to "(B)(6) 2017" in the initial MDR. Claim#: (B)(4).